Manufacturer narrative:
Patient information was unavailable from the site. No parts have been returned to manufacturer for analysis. No further issues have been reported.

Manufacturer narrative:
A medtronic representative reported that the reported event occurred while they were getting the room ready, the patient was not on the table. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon moved to the register screen in the software, however, the navigation system became unresponsive before registration could begin. A re-boot re-started the system, and the patient was registered without issue. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.